Manufacturer narrative:
There was no device returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. Furthermore, a manufacturing and quality control review could not be performed since basic data of article identification (lot number) are missing. The case will be closed from olympus side with no further actions but may be reopened if a device is returned for evaluation/investigation or additional significant information becomes available at a later time. Then, this report will be updated. In addition, the event/incident will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that after a therapeutic transurethral resection of the bladder tumor (turbt) procedure, it was noticed that the loop wire at the distal end of the hf resection electrode had broken off and was missing. It is unknown when this damage occurred and whether the fragment broke off and fell inside the patient. No further information was provided but the turbt procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.